Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. This report is for the first device/patient. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor broke three lexicon c-files in three separate patients. He was unable to retrieve the broken piece and an apicoectomy is planned in each case.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The lot number provided is invalid and we cannot perform a DHR review.